Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. After receiving instructions to add insulin to the same cartridge, the caller was successfully able to load the cartridge onto the pump and resume insulin therapy.